Event description:
It was reported that the attachment began overheating during an orl intervention procedure. There was no reported pt or user injury, and the case was completed successfully with the same device.

Manufacturer narrative:
The handpiece has not yet been received at the MFR for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.